Manufacturer narrative:
Na

Event description:
Product issue was reported with our medical linear accelerator coherence therapist r2.1 and primeview 3i r2.1 with optivue where the "customer takes a port film, turns on interactive shift tool to adjust port film image and then applies and offset calculation to get shift for a pt. When the interactive shift tool is turned off the image then shifts off the correct (coordinates)" a customer service advisory letter has been sent (dated september 4, 2007) to inform the installed base of this potential issue. The root cause of the problem is software related and a final solution is being developed. If the malfunction were to recur, it is possible portal images will become offset as a result of certain offset or filtering operations. Its important to note, that only the visual display of the portal image is changed. The offset values are consistent the original calculation. There has been no reported injuries of mis-treatments related to this issue.